Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a battery out limit each time they replaced the battery. They had a low battery and replaced the battery 5 times. The insulin pump was alarming at the time of the call. Troubleshooting was performed. They were assisted with clearing the alarm. The customer¿s blood glucose level was 308 mg/dl. Additionally, the customer stated that the insulin pump was beeping 3 times with a blank display. The device will not be returned for analysis.